Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited greater than 2000 ohms impedance. Tests performed on (B)(6) 2010 found that the out of range impedance appeared to be isolated.